Event description:
I have been a user of complete moisture plus solution. For the past two months or so, I have had what I thought was just allergies, resulting in red, itchy eyes, light sensitivity, etc. Finally, on around 05/22, it got so bad, extreme light sensitivity, redness, itchy, feeling like something was in my eyes, etc. That I finally went to an eye dr, my primary care dr had been treating me for other general pollen related allergies, so at first he just thought it was another symptom of my allergies. The eye dr immediately diagnosed me as having an eye infection in both eyes and a corneal ulcer in my right eye. She put me on antibiotic eye drops immediately and I have been under her treatment ever since. I still have inflammation/scarring on my corneas which she is now treating with steroidal drops in addition to still being on the antibiotics. She thinks I have actually had this infection for a couple of months. I would be happy to discuss my case further or provide release of my records to the FDA/cdc for additional case learnings.